Event description:
A hospital lab tech was using 5% sulfosalicylic acid in protein testing. The sulfosalicylic acid had been transfered from the original container to a plastic squeeze bottle. When the bottle was set down sharply on the lab bench it spurted into the lab tech's eye. The lab tech did not initially experience any pain, and delayed washing of the eye. Later lab tech experienced pain, went to emergency room and was given first aid treatment and follow-up care. The hospital lab manager indicated that the lab has taken corrective action to prohibit use of this solution in a plastic squeeze bottle in the future.